Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Result: no failure detected; the alleged failure ¿working channel sleeve protrusion¿ could not be duplicated. A visual examination of the spyscope ds device found that working channel sleeve was not extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint is not consistent with the returned spyscope ds since the working channel sleeve was not extended from the distal cap. Therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.